Event description:
It was reported that the pump displayed a double beep no cassette alarm. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the labels intact and no physical damaged on the device. A review of the event history log identified evidence of the reported problem in the history. Functional testing was done and during start up, the reported problem could not be duplicated. The root cause of the reported issue was unable to be determined. Fluid ingression was found on the downstream occlusion sensor, and it was replaced as a preventive measure. Initial reporter sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4).